Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2500 ohms and out of range shock impedance measurements, measuring greater than 200 ohms. Furthermore, there was drop in sensing and noise noted on the ventricular channel. It was noted that this lead was fractured. Subsequently this lead was surgically abandoned. No additional patient adverse effects were reported.